Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with no visible damage to the display. During testing, the display screen was fully functional and there was no evidence of a flashing display screen. Unrelated to the initial complaint, the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (flashing display) issue. It was reported that the patient cannot read the screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.